Event description:
It was reported that during an unknown procedure, the device did not fire properly. Surgeon had to oversew the staple line. Twenty minute delay to procedure. There was no adverse impact to patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: was there a change to the procedure? If yes, from what to what? No change from procedure, new same device used to complete. Provide a description of how the device did not fire correctly and describe whether staples were present after firing and their staple shape. First fire had many malformed staples, second fire the same, staple lines had to be over-sewn. What was the condition of the patient following surgery - stable, discharged, critical - please explain. Patient was normal after procedure and followed normal protocol. The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.